Event description:
It was reported that patient underwent shoulder arthroplasty to implant a segmental revision system on an unknown date. Subsequently, patient was revised to a constrained shoulder on (B)(6) 2013 due to dislocation. A custom pmi shoulder was implanted. A future revision is scheduled due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-00521 / 00522).